Event description:
It was reported via repair work order that the frame legs were bent potentially causing an unexpected collapse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.